Event description:
It was reported that this right ventricular (rv) lead was scheduled for revision as it had high capture threshold measurements, pacing failure and a microperforation was suspected. Reportedly, this microperforation was confirmed in the revision procedure with a chest x-ray and this rv lead was explanted and replaced. This lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory intact (not severed) with the helix mechanism in a retracted position. Dried blood was noted in the helix housing and tip region. The lead passed stylet insertion and all electrical testing. Visual inspection revealed no abnormalities, the lead tip/helix appears normal and undamaged. Laboratory analysis was not able to confirm the brady pacing not delivered when required and high capture threshold allegations, based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures or abnormalities. The perforation and surgery code were could not be confirmed by laboratory analysis.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this right ventricular (rv) lead was scheduled for revision as it had high capture threshold measurements, pacing failure and a microperforation was suspected. Reportedly, this microperforation was confirmed in the revision procedure with a chest x-ray and this rv lead was explanted and replaced. This lead was returned for analysis. No additional adverse patient effects were reported.